Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient, either on (B)(6) 2020, when taking his sheets of his bed while connected to the mpu, got static shocked and the pump stopped, alarmed, and restarted. There were no reported alarms since the event and the pump was running without issue since then.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a pump stop event due to esd could not be confirmed by the evaluation of the submitted log files as (B)(6) 2020 event data was overwritten by newer data. The controller event log file contained data from (B)(6) 2020 through (B)(6) 2020. The pump operated above the low speed limit for the duration of the log file and the file appeared to show the pump operating as intended. There were no unusual events or alarms recorded. It was reported that the patient has had no alarms since the reported events. The pump is running without issue and the patient is stable. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further issues have been reported at this time. The hm3 IFU and patient handbook provide information regarding electrostatic discharge and warns to avoid activities that could create static electricity. The labeling also provides information regarding system alarms and steps to resolve them. The implant kit was shipped with heartmate 3 lvas IFU rev. B. The patient care and management section warns about static electricity and explains how it should be avoided. The static electric discharge section explains that strong static discharges should be avoided. The alarms and troubleshooting section provides information regarding system alarms and steps to resolve them. Additionally, the safety testing and classification tables in section b of this IFU include electrostatic discharge information. Heartmate iii lvas patient handbook rev. B was also available at the time of implant. Section 1 warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Additionally, the safety testing and classification tables in section 9 include electrostatic discharge. This document advises the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. No further information was provided. The manufacturer is closing the file on this event.